Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of noise on the atrial channel and inappropriate mode switch due to atrial oversensing were observed. The patient did not notice anything and felt fine. The noise was not reproducible in-clinic. It was noted that the oversensing was due to emi. No action was taken and the patient will continue to be monitored.